Manufacturer narrative:
Vessel occlusion is addressed in the IFU. Component migration is addressed in the IFU. Event is still under investigation.

Event description:
On (B)(6) 2014, during evar on a (B)(6) female pt, the main body device was placed below the lowest renal. A ring of calcification was noted near mid aorta. The user ballooned the device at the end of procedure. Final angiogram showed device migration upward, covering left renal and almost total occlusion of right renal. Right renal was cannulated with extreme difficulty. User placed uncovered bare metal stent; flow to right renal looked reasonable. Initial recovery of pt was good, creatinine was down and urine output was up. District manager was notified on (B)(4) 2014 of creatinine at level 7 and no urine output from pt. User placed catheter for dialysis. Device remains in pt as intended.